Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle, plastic distal end cover, the adhesive on bending section cover (a-rubber), as well as the bending section cover (a-rubber) and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. We could not conclusively specify the cause of the foreign material remained in the device from the obtained information. There were no deviations from the instruction manual in the reprocessing steps at the material residue point. No physical damage was confirmed at the place where the foreign material remained. A definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.